Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: d314trg, bi-v ICD; implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had received an inappropriate therapy. The patients right ventricular (rv) lead exhibited high impedance levels on both high-voltage coils as well as the pace/sense portion which had been connected to the lv port of the device. A lead fracture is suspected. It was noted the patients system was utilizing an alternate, separate pace/sense lead connected to the rv port of the device which exhibited oversensing. The rv lead was capped and replaced. Once the new rv lead was placed, all leads were reconnected to the device utilizing the designated ports. No further patient complications have been reported as a result of this event.